Manufacturer narrative:
The device was returned. The plunger is oriented correctly. The plunger has been fully advanced. Viscoelastic is observed in the device. No damage is observed to the device. The lens remains implanted. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The reported event could not be verified. The root cause for the reported event ¿trailing haptic shot out" may be related to a failure to follow the dfu. A non-qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. No device damage was observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the trailing haptic shot out of the injector. The lens was implanted without incident. Additional information was requested.